Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 17.3 cm to 17.7 cm from the connector pin which exposed the outer coil. The damage was consistent with lead to can abrasion.

Event description:
It was reported that the atrial lead exhibited noise and low impedance. The lead was explanted and replaced.